Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there was an issue with the patient programmer (pp). It was reported that the pp was turning the stimulation off on its own. The patient stated that they know when it turns off because they start hurting. No further complications are anticipated.